Manufacturer narrative:
D10 concomitant products: sigtrs60amt, tri 2.0 sigtrs60amt 60 med thk 12mm (lot#:n1l0395ry), sigadaptstnd, sig power sigadaptstnd linear adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during resection of the stomach, there was partial firing and the knife blade was retracted. It was noted that the firing advanced to 2/3 (two-thirds) of the staple line, but the firing stopped, and the firing was unable to be performed for the rest 1/3 (one third) of the line. The product was replaced by taking out from anther company's product to resolve the issue. There was no patient injury.